Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported their first system had been replaced because in "about (B)(6) 2021" (patient confirmed the year had been 2021,) the patient began experiencing a pulsating pain in their vaginal area and in different areas of their lower-hip so their managing health care provider (hcp) did an x-ray and it was confirmed the wire had broken and it had been "shortening out." No further action was taken by patient services.

Manufacturer narrative:
Concomitant medical products: product ID: (B)(4), lot#: va0phrc, implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd: 13-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.